Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom caused by severed motor mount screws that became lodged between the link and link screw, which prevented the door from opening and closing properly. The severed screw was removed with door performing as expected. The motor mount screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed "door not fully latched". There was no pt involvement.